Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead with a stylet and an implant tool was returned in one piece for analysis. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage. X-ray examination found the over torqued inner coil at connector region. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the over torqued inner coil consistent with procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced. The patient was stable throughout.